Manufacturer narrative:
Physio-control received additional patient information from the customer. The customer provided physio-control with all the available patient information and the information has been added to block a. Patient fields in which information is not provided were intentionally left blank. Physio downloaded the device's electronic records from the event for review and was able to verify the reported issue.

Event description:
The customer contacted physio-control to report that their device unexpectedly shut down without switching to the second battery. In this state the device would be inoperable and defibrillation therapy would not be available if needed this issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined. Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted physio-control to report that their device unexpectedly shut down without switching to the second battery. In this state the device would be inoperable and defibrillation therapy would not be available if needed this issue is patient related; however there was no adverse patient outcome reported.